Manufacturer narrative:
The reported complaint symptom code ¿fluid leaking¿ was not confirmed. The reported complaint symptom code air detected in cassette warning was not confirmed. The reported complaint symptom code not filling (no alarm) was not confirmed. Encountered heater bag not detected. During set up ¿heater bag not detected¿ occurred. The ¿ok¿ button was selected the alarm reoccurred three consecutive times before the treatment was canceled. No fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The cause of the observed dried fluid and fluid could not be determined. A visual inspection of the returned cycler exterior showed no sign of physical damage. Passed mushroom head check. Test positive for glucose. The voltage check passed. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter will be replaced in production. Plant investigation: a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
"."

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 3 of treatment. The patient bypassed to fill 1 of 3. The patient was not able to fill and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. Upon follow up, the patient stated that they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that they were able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.